Manufacturer narrative:
The field service engineer changed broken tubing inside the rinse unit. The rinse unit was checked and adjusted. Control and patient sample recoveries were ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 247 mmol/l and repeated as 136 mmol/l. The second sample initially resulted in a na value of 213 mmol/l and repeated as 130 mmol/l. The third sample initially resulted in a na value of 248 mmol/l on (B)(6) 2022 and repeated as 135 mmol/l. The na electrode lot number and expiration date were requested, but not provided.